Event description:
Distal pace/sense conductor fracture was reported. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueisprint quattro secureimplantable tachy lead. Distal pace/sense conductor fracture was reported. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No patient complications have been reported as a result of this event. No conclusion can be drawn. Lead(s), fracture of. Device remains activated.